Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that analysis of the field data logs confirmed suction alarms following pump activation as well an overall loss of motor current pulsatility approximately 18 minutes into the case. Visual inspection of the returned pump confirmed a cannula kink adjacent to the outflow. The root cause of the low pump flow was determined to be the observed cannula kink. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. While on support, there were suction alarms after insertion of the device. A kink was noted in the cannula. The pump was removed, and the procedure proceeded without any adverse impact to the patient.